Manufacturer narrative:
An event of "aortic stenosis secondary to calcification resulting in decreased leaflet mobility " was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Device not returned.

Event description:
On (B)(6) 2010, a 19mm trifecta valve was implanted. On (B)(6) 2016, an echocardiogram noted aortic stenosis secondary to calcification resulting in decreased leaflet mobility. The patient was hospitalized on (B)(6) and a redo avr was performed on (B)(6) 2016. A mechanical heart valve (details unknown) was implanted. Per report the patient was discharged on (B)(6) 2016. Limited data was made available to abbott clinical as the explant occurred at a facility not associated with the study and the identity of the explanting facility and md is unknown. (Clinical study patient ID: (B)(6)).